Event description:
(B)(6) moxy green light laser fiber tip overheated and stopped working during green light laser prostatectomy. A subsequent "like" fiber was utilized for the completion of the procedure.